Event description:
The customer called and stated that they were driving and did not disconnect while priming. The customer indicated that the numbers on the screen did not show. The customer mentioned that they are not sure how much insulin went into their body before they pulled the set and the insulin poured out everywhere. The customer's bg started to drop in about twenty-five minutes after drinking two pouches of orange juice. Advise the customer to disconnect from the pump. The customer's mother called later and informed that the pt went on an insulin drip. It was mentioned that the blood sugars are back to normal and the dr wants to place them back on the pump. The time, date, basal rates, and the self-test were fine.